Event description:
The event was reported to vascutek as follows: on (B)(6) 2012, a pt was implanted with a gelsoft ax-bifem, reinforced equi-flow device. On (B)(6) 2012, the pt reported stomachache. Subsequent exams by the hosp ((B)(6) hosp) identified bleeding (leakage) from the bifurcation area of the implanted graft. The surgeon (dr (B)(6)) then re-operated to stop the bleeding (leakage) in the graft. The surgeon achieved this by using a hemostasis treatment. The affected area was grasped and compressed to stop the bleeding. On (B)(6) 2012, pt was discharged; and is scheduled for a f/u exam at the (B)(6) 2012.

Manufacturer narrative:
Method - the device was not available for inspection and eval as it was not explanted. (The device remains in situ). Results: as no product is currently available for inspection and eval a review of the mfg records associated with the affected product (gelsoft, ax-bifem equi-flo ers reinforced vascular prosthesis, lot no 127602/1 3976, s/n (B)(4)) was undertaken; this confirmed that the product was mfg within specifications. Conclusion: no conclusion can be drawn. As no product has been returned for inspection and eval, the root cause of the reported defect could not be established at this time.